Event description:
It was reported that while the surgeon was inside the knee of a patient, the blade fell off inside the patient. Allegedly, the surgeon had to go in with graspers and retrieve the blade from inside.

Manufacturer narrative:
Additional information will be provided once investigation is complete.